Event description:
It was reported that the device was explanted after implant duration of zero days. On 10/02/2009 (through follow-up with the health-care provider), it was learned from the operative report that the device was explanted, due to a "pledgeted suture, which had torn loose."

Event description:
Patient #4 from literature: l.g. Close, a.k. Hsu, s. Rickert, m. Shrime, a. Tabaee (2006). Synechia formation after endoscopic sinus surgery and middle turbinate medialization with and without floseal. American journal of rhinology(2007) 21:174-179. Summary of article from abstract: thirty-seven patients underwent medialization with placement of floseal. A statistically significant higher incidence of synechia formation was noted in patients who underwent middle turbinate medialization with the placement of floseal (18.9%).

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received. A device history record review is in process. Device not returned.